Manufacturer narrative:
The customer changed the sample probe. The field service engineer checked several parts and adjusted the settings on the pre-analytic module. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue was excluded. A preanalytic issue could not be excluded, as the issue was resolved after replacing the sample probe and adjustments to the pre-analytic settings.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 module. The crp initial result was 0.9 and the repeat result was 41.2. The ggt initial result was 6 and the repeat result was 320. No units of measure were provided. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.